Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. It was noted that controls were run and passed on the meter that morning. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 12:07 p.m. The meter result was 35 mg/dl which was believed to be correct as the patient was symptomatic of low blood sugar. D50 was give at 12:15 p.m. Based on the meter result and was diagnosed with hypoglycemia. At 12:20 p.m. A laboratory draw was performed and at 1:13 p.m. The results came back as 239 mg/dl. At 12:22 p.m. The meter result was 33 mg/dl. At 12:34 p.m. The meter result was 29 mg/dl. It was noted that different finger sticks were used for all three meter tests. The patient was still admitted at the hospital and has not had any other issues with their glucose tests.